Manufacturer narrative:
Additional narrative: examination of the returned hp mbt cem keel punch sz 2-3 confirms the two tabs are fractured. Initial reporting states all pieces were retrieved from the patient. The investigation could not draw any conclusions about the root cause of the fractures; however, heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. A complaint database search on the provided product code found CAPA (B)(4) was previously opened to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
One metal piece broke off of metal tibial punch.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.